Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler without any failures or problems. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A clinic manager (cm) reported to fresenius technical support that a peritoneal dialysis (pd) patient experienced a fluid leak during their pd treatment. The patient was subsequently issued a replacement cycler. Additional information was obtained through follow-up with the pd patient¿s contact. Prior to discovering the fluid leak, a vacuum leak warning had occurred. The treatment was discontinued after drain 1. When the cycler door was opened to remove the cassette, a substantial quantity of fluid leaked out. It was unknown what caused the fluid leak as there was no visible damage on the cassette. The patient completed their treatment by performing a manual exchange, or continuous ambulatory pd (capd) therapy. It was confirmed the patient was trained on performing stat drains, as well as capd therapy if needed. The patient¿s pd registered nurse (pdrn) was notified of the event and the patient was put on prophylactic antibiotics (vancomycin) as a precaution (unknown dose, route, and duration). The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager (cm) reported to fresenius technical support that a peritoneal dialysis (pd) patient experienced a fluid leak during their pd treatment. The patient was subsequently issued a replacement cycler. Additional information was obtained through follow-up with the pd patient¿s contact. Prior to discovering the fluid leak, a vacuum leak warning had occurred. The treatment was discontinued after drain 1. When the cycler door was opened to remove the cassette, a substantial quantity of fluid leaked out. It was unknown what caused the fluid leak as there was no visible damage on the cassette. The patient completed their treatment by performing a manual exchange, or continuous ambulatory pd (capd) therapy. It was confirmed the patient was trained on performing stat drains, as well as capd therapy if needed. The patient¿s pd registered nurse (pdrn) was notified of the event and the patient was put on prophylactic antibiotics (vancomycin) as a precaution (unknown dose, route, and duration). The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler was picked up and returned to the manufacturer for physical evaluation.